Event description:
The service repair technician (srt) reported that during testing of the device at the service center, the electronic patient gas system (epgs) failed testing using the test stand due to the flow set point being out of range. There was no patient involvement.

Manufacturer narrative:
Updated blocks: b5, d4, h4 & h8. During service, the service repair technician replaced the valve and flowmeter. The unit operated to the manufacturer's specifications. The suspect part was sent to the laboratory for further evaluation. During laboratory analysis, the product surveillance technician was not able to verify the reported issue. The flowmeter passed both calibration and verification/release testing.

Event description:
Additional information was received stating that the issue happened during out of box.

Manufacturer narrative:
Per supplier evaluation, the complaint report lists an unconfirmed 'test 31' failure due to 'set point to be out of range'. The supplier mass flow meter does not provide set-point but does provide flow feedback for the electronic patient gas system (epgs) to determine set-point, suggesting that the flow reading at the time of the reported failure would have to be either too high or too low and prompted the valve to try to open/close beyond its range. If the supplier flow meter was at fault, then it would have to be the flow reading itself that was incorrect or the analog signal to the epgs; ergo, both were tested. As such, the supplier ran a flow test for approximately 64 hours (from (B)(6) 2021). The supplier set-point of 10 standard liters per minute (slpm) air throughout the test. Data did not reveal any intermittent behavior. Flow data was monitored overnight two additional times without any anomalous data. Analog output tested overnight starting (B)(6) 2021 by feeding the analog output as input and interpreting as set-point. (B)(4). This rules out the device output sending a signal that was interpreted as out of tolerance flow by the epgs. The supplier's conclusion is that the flow meter is not at fault for the failure as reported. Per data log analysis, the quality systems test (qts) intentionally causes many errors to confirm the proper response. There are no date/time stamp when running on the qts. There are errors in the log (possibly intentional), there is no indication of a flow set point being out of range. Some of the events that occurred on the qts were flushed by more recent events so it is possible the out of range indication was purged.

Manufacturer narrative:
Updated block: h6. The reported issue was confirmed. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.